Manufacturer narrative:
Additional information has been requested. A review of past complaints, performed under patient interface test protocol, shows that reports of suction issue against the patient interface are not malfunction related. The suction issues as reported were unable to be replicated and the patient interfaces found to meet specifications. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. Based upon the above, no evaluation will be performed on the patient interface. Reports of suction issues with the patient interface are patient and user related. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported negative pressure was lost during corneal flap creation. Additional information has been requested.